Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (25 mg/ml at 19.798 mg/day) via an implantable infusion pump. It was reported that on (B)(6) 2018 the patient heard a pump alarm and began having withdrawal symptoms. The pump was interrogated on (B)(6) 2018 and showed a motor stall had occurred. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2018 and the issue was noted as resolved. The patient was alive with no injury. It was reported that the pump would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. The pump was returned and analysis identified residue on the gear shaft of the motor gear train that resulted in the motor stall. If information is provided in the future, a supplemental report will be issued.